Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Customer's continuous glucose monitor read "low", however, a specific blood glucose (bg) value was not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed carbohydrates & glucose tablets to address bg. Customer updated their pump settings to address the event.